Event description:
During an atrial fibrillation/ atrial flutter ablation procedure using a contact therapy cool path due ablation catheter, a cardiac tamponade occurred. The physician completed the isolation of the pulmonary veins and began ablation on the right cavotricuspid isthmus. During ablation, there was a steam pop and the patient became hypotensive. An echocardiogram confirmed a cardiac tamponade, for which a pericardiocentesis was performed to stabilize the patient.